Event description:
Information was received from pt and reported they have been without stimulation for about a week and cannot get any communication from the ins. Ts had rep attempt a pmr with recharger. Rep could not activate the pmr after multiple attempts rep finally saw the 60:00 timer screen but it flashed off. Ts had rep try the al feature and it also went to informational screen that indicated no connection to the ins. After this tried the green start charge key but again came back with poor communication screen. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating patient is now able to charge with new charger and they have returned the old recharger.